Manufacturer narrative:
Customer technical support (cts) advised the customer to check dispense and aspirate function of the wash and vacuum probes, and all aspirate dispense functions were verified. Service visited on (B)(4) 2011, and found wash solution canister full of wash concentrate. The field service engineer (fse) cleaned and made new dilution. The fse inspected reaction wheel and photometer, primed the instrument, and performed cuvette wash and verified the cuvettes. The instrument operation was verified with calibration and qc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. The customer found the instrument was leaking wash concentrate from 10 psi regulator. The customer adjusted regulator, but all cuvettes were failing water blank. No injury or exposure was reported and there was no effect to patient or user.